Event description:
Per or director; at the conclusion of a cervical esi procedure when the patient was waking up the table went to the ground and tilted sharply to the left on its own. A nurse was standing on the side of the table and prevented the patient from falling off the table.

Manufacturer narrative:
Set screw was not fully seated which allowed the pin to slide out.

Event description:
Per or director; at the conclusion of a cervical esi procedure when the patient was waking up the table went to the ground and tilted sharply to the left on its own. A nurse was standing on the side of the table and prevented the patient from falling off the table.